Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient¿s parent, on (B)(6) 2025, the patient was out with friends when she first noticed that the cgm was low (or values around 40 mg/dl). As she was out at the time she did not have a bg meter at hand, she decided to treat the low with glucose tablets and sweet drinks. After the treatment the patient began to feel faint (not clarified if the patient actually fainted) and nauseous. The patient¿s friends decided to call an ambulance and the patient was taken to the hospital. There she was treated with liquid infusion (IV fluids), insulin, IV nacl. The patient stayed at the hospital for observation overnight, she was able to leave the hospital the next morning (less than 24 hours). At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.